Manufacturer narrative:
¿The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. The reported device was manufactured and distributed by small bone innovation, inc., (B)(4) and implanted before stryker became the legal manufacturer. On april 1, 2015 stryker became the legal manufacturer of the star system and has taken the responsibility for the medical device reporting.¿ device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by (B)(6) hospital, in USA. The title of this report is ¿gutter impingement after total ankle arthroplasty¿ which is associated with the stryker ¿scandinavian total ankle replacement (star)¿ system. The article can be found at https://www.ncbi.nlm.nih.gov/pubmed/23520289. Within that publication which included 137 patients, post-operative complications events were reported, which allegedly occurred from february 2000 to june 2011. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses persistent pain. The report states: ¿patients reported symptoms of pain over 1 or both gutters that were distinctly different than their symptoms before implantation. All patients reported that the symptoms were worsened by activity and relieved by rest. [¿] of the 21 patients who answered ¿yes¿ to persistent pain in the ankle, the average level was 3.5 (range, 2-6) on the vas pain score.¿